Manufacturer narrative:
(B)(4). Initial MDR. A follow up will be submitted if additional information becomes available. (B)(4). Investigation still ongoing.

Event description:
After breaking the chloraprep click, it doesn't release the liquid.

Manufacturer narrative:
No samples or photos were available for evaluation. Unfortunately, as a result, bd was unable to verify the reported issue. Visual inspection of retained samples was not performed as they are visually inspected upon collection and are not packaged in the same configuration as the implicated product; therefore, are not representative of this failure mode for investigational purposes. The ampoule is made of glass and is designed to break at a relatively low break force. The most probable root cause can be attributed to post manufacturing handling, which can provide enough force/impact to activate and break the glass ampoule. Due to the nature of glass it is possible to have an activated applicator and/or broken ampoule if the applicator undergoes excessive handling. Without the actual sample a root cause can't be determined. When pressure is applied to the wings by a pinching force with the fingers, this activates the applicator; breaking the glass ampoule and releasing the chloraprep solution onto the foam tip. Production record review was completed for batch/lot 0286480 and there were no non-conformances related to ampoule issues during the manufacturing of this lot. No further actions are required at this time. This failure mode will continue to be tracked and trended. H3 other text : see narrative below.

Event description:
After breaking the chloraprep click, it doesn't release the liquid. It was changed by another device that worked as expected.